Event description:
It was reported to philips that the system does not pass op check.

Manufacturer narrative:
The customer requested that the device be returned for bench repair. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty backup battery. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the backup battery. The customer was advised to replace the backup battery to return the device to working condition, however the quote has not yet been accepted by the customer. There is no indication of a systemic problem. No further investigation or action is warranted.